Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to unknown reason. The explanted ipg was not released by the facility and will not be returned. No further information has been obtained despite good faith efforts.